Manufacturer narrative:
Philips service replaced the os disks and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the x-ray system failed, requiring os disks replacement and software reinstallation on an allura xper fd20/15. The clinical use of the system was unknown. There was no reported patient or user harm.